Event description:
Pt was being infused lidocaine from a 500 ml bag using a sigma 6000 IV pump. The infusion started at 12:30pm in 2000 at a rate of 30 ml/hr. Rate was changed to 15 ml/hr at approx 5:15 that same day. At approx 6:00pm in 2000, the nurse heard the pump alarming and entered the room, nurse found a relative of the pt in the room. The door was open on the IV pump open and fluid was free-flowing into the pt. The nurse immediately closed the door to the IV pump and began resuscitation of the pt. Attempts to revive the pt was unsuccessful.